Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, reservoir tube, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that customer received excessive button error alarms and was not able to clear. Customer's blood glucose was 5.5 mmol/l. It was reported that customer noticed display screen foggy after coming from the gym, possibly exposed to sweat. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).